Manufacturer narrative:
Concomitant medical products: w2dr01 ipg; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise, and the right ventricular (rv) lead exhibited short v-v intervals. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.